Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 and all it's cubies were not detected on bus. The field service engineer replaced the row board cable, rails, drawer and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device drawer 5 was not detected on bus. The customer reported that the drawer cable has burn marks where it connects to the board. Where the board looks to be warped from the short circuit and rails were hard to pull. . There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.